Event description:
The user facility reported that during a colonoscopy, an intermittent loss of image was experienced when the bending section was angulated. The user facility elected to utilize a different, but similar device to complete the procedure. The user facility also reported that there was no pt injury, but the image difficulty reportedly delayed the procedure for a short period of time, in which the pt was given add'l anesthesia.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation duplicated the user's report of an intermittent loss of image when the bending section was manipulated. The cause of the user's experience was attributed to a damaged charge coupled device (ccd) unit due to extensive usage. This report is being filed as a medical device report in an abundance of caution.